Manufacturer narrative:
(B) (4) (surgery). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure in the second portion of the duodenum (near the bile duct), performed on (B) (6) 2010. According to the complainant, the device was placed to treat a 3cm malignant stricture caused by bile duct cancer. There were no complications reported during the stent placement procedure. Approximately one month later, on (B) (6) 2010, the patient complained of stomach pain, and it was discovered that a perforation of the duodenal cap had occurred. The perforation was noted at the area near the flare of the stent. Surgery was performed, in which a CT (computerized topography) scan was taken, and the physician sutured the perforation. It was reported that there was a possibility that the perforation was related to the stent, but the physician's assessment of the relationship was unknown. The patient's condition at the conclusion of the procedure was reported to be "stable".